Event description:
It was reported that pump displayed alarm 01 related to suspected cartridge leak, but caller could not confirm any visible cracks and cartridge was not available for return. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instruction to load new cartridge, successfully resumed insulin delivery with second cartridge, and no further issues were reported.